Event description:
It was reported that 82 days after implantation of a taxus express2 2.5x16mm drug eluting stent, an in-stent stenosis occurred. The target lesion was located in the left anterior descending artery (lad) distal to an internal mammary artery graft. The lad was reported with a preintervention stenosis of 90% and a post intervention stenosis of 0%. Deployment of a 2.5x16mm taxus stent was completed with no complications reported. Patient presented 82 days after the original intervention with 80% in-stent stenosis of the lad distal to the internal mammary artery graft. During reintervention, a taxus express2 2.5x16mm drug eluting stent was placed in the lad distal to the internal mammary artery graft and a 2.5x24mm taxus stent was placed in the lad distal to the 2.5x16mm taxus stent. Post intervention stenosis in both stents was reported as 0%. Patient was reported to have tolerated the procedure well.